Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the unspecified vessel, the 2.25 x 28 mm xience sierra stent delivery system (sds) met resistance outside the anatomy and could not be advanced over the guide wire. During removal of the sds, resistance was met and the sds shaft broke. The same guide wire was left in place and used to continue the procedure with another xience without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported shaft break was confirmed. The reported difficulty to position and difficulty to remove could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to position and difficulty to remove; however, factors that may contribute difficulty to position and difficulty to remove, but are not limited to, contaminates in the lumen, damage to accessories (guide wire), and user handling. Additionally, the reported shaft break appears to be related to circumstances of the procedure as it is likely the handling and/or manipulation of the device and possible interaction with device accessories while attempting to position and remove the device caused the reported shaft break. There is no indication of a product quality issue with respect to manufacture, design or labeling.